Event description:
A medical technician reported to vyaire medical that the bellavista1000e 17,3" basic ventilator had alarms 300 (device in failsafe), 316 (blower failure) and 545 (astepinspvalve value out range - failsafe) appeared only once in the logs. Vent is working fine again. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Recommend to perform a complete calibration and verification, and perform the insp block/valve test then send the logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause couldn't be determined as failure is no longer reproducible. Most likely nt valve cause the issue. This issue never got appeared since then.